Event description:
Mother of male, reported infusion device did not display a1 (cartridge low warning) alarm, when the insulin in the cartridge was below 20 units. Pt experienced elevated blood glucose of 560 mg/dl. Mother indicated pt felt symptoms of headache and nausea. She indicated that she filled the insulin cartridge and it was possible it was not completely full in the beginning. Pt administered an 11 unit bolus to address the elevated blood glucose level. Mother stated that she wanted to continue to use the infusion device and monitor the alarm activity. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.